Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-may-25 arjo was notified about the citadel plus bed malfunction. Following the information provided the patient was being lifted from the edge of the bed (sitting position) to a standing position. After the patient was raised, the caregiver went to raise the bed's safety side. While doing so the plastic part of the safety side separated from the safety side arm assembly. It in consequence led to the safety side (plastic part) detachment from the bed. Fortunately, the part did not fall on caregiver's legs. There was no patient lying on the bed while the malfunction took place. There was no injury nor other medical consequences sustained. After receiving the communication about the malfunction occurrence, arjo service technician was dispatched to conduct the bed's inspection with regards to the alleged issue. According to the information provided, the bed was in condition that require service of the affected safety side panel. The bed's electrical functions were working as intended. As an correction, the technician replaced the safety side panel, conducted the quality checked and released the device for further use. The photos attached to the complaint revealed that the plastic part of the safety side was incorrectly mounted, the safety side arm assembly was secured to the cover by only one out of six screws responsible for keeping the cover in place. There were no signs the screws have ever been fitted what indicates manufacturing error to be the contributing factor to the malfunction occurrence. In order to prevent the scenario from recurrence the awareness was performed on the production line. The subject of the awareness was to pay attention to correct assembly of the safety side arm and plastic cover (in accordance to the assembly instruction 100038317 rev. 4.). In summary, although no adverse event occurred we decided to report this malfunction to competent authority based on the potential that safety side detachment could pose a user at risk. The device was not being used for patient care at the time of the malfunction. Upon the conducted investigation and bed inspection done by the arjo representative, we were able to determine that manufacturing error was a contributing factor to the issue occurrence. This complaint is considered to be a single, isolated event, no similar scenario in arjo complaint handling system was found.

Event description:
On (B)(6) 2018 arjo was notified about the citadel plus bed malfunction. Following the information provided the patient was being lifted from the edge of the bed (sitting position) to a standing position. After the patient was raised, the caregiver went to raise the bed's safety side. While doing so the plastic part of the safety side separated from the safety side arm assembly. It in consequence led to the safety side (plastic part) detachment from the bed. Fortunately, the part did not fall on caregiver's legs.